Event description:
Facility reports that the pt's treatment started without incident. The pt has an ash split cathter access and hemosafe clip was applied to the venous line. One hour into the treatment it was noticed that the arterial pressure was out of range. The bloodlines were reversed but the hemosafe clip was not reapplied to the venous line. Shortly after the pt became restless and started moving their arms the venous line then disconnected from the pt's catheter. Hemodialysis machine did alarm. The pt then passed out and facility staff with m.d.'s responded with acls procedures and pt was intubated and transported to ICU. The pt quickly regained consciousness and was extubated. The pt then received 2 u of prbc's and was discharged to home the following day. Bloodline has been discarded.